Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: f/g,promus element,mr,ous 2.50x28mm stent delivery system was returned for analysis with its packaging and stent protector/mandrel still in place. An examination (visual and via scope) of the crimped stent identified stent damage. The first distal strut was pulled proximally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that device damage occurred. During unpacking of a 2.50 x 28mm promus element drug-eluting stent, it was noted that the device was unusable and damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.